Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter stated that the pump casing was damaged around the display screen. It was also alleged that moisture was present in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/21/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/13/2014 with the following findings:during a visual inspection of the pump, no damage was found to the pump casing. The display lens was detached from the pump, allowing for a leak. The pump case was removed and corrosion due to moisture was present on all internal surfaces. Unrelated to the complaint, the audio bolus button did not respond to user presses. No damage was observed to the bolus button. The bolus button cover was removed and corrosion was observed on the bolus button contact.